Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/01/2015. The fse confirmed the tubing at valve vl46b was disconnected from the fitting and was causing the leak. The tubing was replaced, resolving the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a yellowish fluid leak by the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe)consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.